Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a carabiner hook on the shoulder pack was broken. The shoulder pack was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the shoulder pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned shoulder pack revealed that the device passed visual inspection and functional testing. The snap hooks had no visual anomalies and performed as intended. As a result, the reported event was not confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.